Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and a frozen display. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm no button response due to frozen display.